Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was unable to recharge the ins. The patient had difficulty placing the antenna to have a good recharge because of her weight. There was poor coupling. The outcome was ongoing.  No action was taken as a result of the event. The event resulted in an unscheduled clinic or office visit. They spoke with the patient about repositioning the device but the patient had to think about it. Additional information received from the manufacturing representative reported that there was poor coupling due to weight gain. Additional information was received from the healthcare professional (hcp) stating that the ins was repositioned on (B)(6) 2021 and the event was resolved without sequelae. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.